Manufacturer narrative:
Summary of evaluation: the evaluation results could not verify the reported compalint and suggest that this event is not device related but rather is associated with intra-operative technique.

Event description:
The insert had a vertical of approx. 1mm. Another device was readily available and used to complete the surgery. There was no adverse consequence for the pt or delay in surgery or anesthesia time.